Event description:
It was reported that this pacemaker system was exhibiting undersensing and loss of capture with no asystole. In addition, it was noted that this pacemaker system had triggered a lead safety switch (lss) due to high out of range right atrial impedance measurements. The ra lead was explanted and replaced. During ra lead testing, the physician still observed high out of range impedance measurements and attempted to re-insert the lead in the device header several times, which was ultimately unsuccessful as the out of range impedances were still exhibited. Therefore, the physician explanted and replaced the pacemaker as well. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting undersensing and loss of capture with no asystole. In addition, it was noted that this pacemaker system had triggered a lead safety switch (lss) due to high out of range right atrial impedance measurements. The ra lead was explanted and replaced. During ra lead testing, the physician still observed high out of range impedance measurements and attempted to re-insert the lead in the device header several times, which was ultimately unsuccessful as the out of range impedances were still exhibited. Therefore, the physician explanted and replaced the pacemaker as well. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory. Direct observation of a fractured outer coil conductor with characteristics indicating cyclic fatigue, approximately 27.5 cm from the terminal pin. Visual inspection of the lead was performed and found dried blood/body fluid around the helix and tip region. Outer coil lead resistance measured as an electrical open due to conductor fracture. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.